Event description:
Patient was revised to address pain and fluid in hip.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Patient was revised to address pain and fluid in hip. Doi: (B)(6) 2009 dor: (B)(6) 2013 (right hip). Update rec¿d 3/26/2014¿ medical records received. After review of the medical records it indicates there was corrosion on the stem and head. The devices associated with this report were not returned. A complaint database search finds no related incidents against the provided product and lot combinations. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. Patient records were provided and have been reviewed. From a medical perspective, based on the information available, it is not possible to determine if the complaint is product related. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update rec¿d 3/26/2014¿ medical records received. After review of the medical records it indicates there was corrison on the stem and head. The stem was previously reported in (B)(4) for corrision so corrison is just being added to the head. There is no new additional infomration that would affect the existing MDR decision.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.